Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an issue where they felt the insulin pump was under-delivering. Blood glucose value was 449 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 and had issues with vomiting. The customer was treated with IV and blood work. Troubleshooting was performed and the device will be replaced and returned.